Event description:
The following event occurred on 3 the different dates with the same device (B)(6) 2019, (B)(6) 2019 wires from fixation device broken to rle. Patient taken back to operating room to have wires replaced. Initial placement of device on (B)(6) 2018.